Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the malfunction alarm was unable to be cleared. The customer reverted to multiple dose injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.